Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms during bolus delivery. The customer's blood glucose (bg) ranged from 200-300 mg/dl and insulin injections were used to address the bg level. As the occlusion alarms had occurred in the past and the customer had changed the infusion set after the most recent alarm, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.